Event description:
While servicing the device, the philips field service engineer (fse) found that the device failed to shock. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. The resistor r269 was found with one lead/pin too short and not soldered, so there was no contact with the pca; therefore, an open circuit was measured.

Event description:
While servicing the device, the philips field service engineer (fse) found that the device failed to shock. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.